Manufacturer narrative:
Complaint no: (B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. Functional testing of the device included leak testing, clear passage testing, clamp function testing and simulated-use testing; no issues were observed that could have caused or contributed to the reported issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a cassette leaked. The home patient stated they could not see where the leaking was coming from but it was from an empty supply line. The patient stated there was solution all over his floor and it was not from the drain line. The baxter technical service representative (tsr) advised the patient to end the therapy. The patient would complete the therapy with manuals. The tsr assisted patient to end the therapy and remove the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.